Event description:
Boston scientific crm received information that during a follow-up visit, this device displayed 2.5 years remaining and a battery gauge of 50 percent. At the previous follow-up, 6-7 months prior, the estimated longevity was 4.0 years remaining and the battery gauge was 100 percent. The caller was concerned in the large drop in the battery gauge in a short time. No programming changes were made. A memory hexadecimal dump was performed and concluded that the estimated longevity of 2.5 years seems to fall short if no programming changes were made since the device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The pacemaker output was decreased and the pacemaker remains implanted. No additional information is available at this time. If additional information becomes available or if the device is returned, this report will be updated. Additional information received indicates that this device was explanted and returned for analysis. There was no information provided regarding the reason for explant. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.